Event description:
It was reported that a patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced discomfort and pain. Troubleshooting was performed, during which shock impedance measurements were noted to be low, measuring less than 30 ohms, and the electrogram (egm) appeared flat. Fluoroscopy was subsequently performed, and migration of the system was identified. As a result, the device was explanted and successfully replaced, and the electrode was re-tunneled. The electrode remains in service. No additional adverse patient effects were reported.